Event description:
It was reported that while stimulation was turned on, the patient experienced a surging sensation. It was unknown when the symptoms began. It was noted that the patient had a fall about two weeks ago, however, it was not known if the surging began at this time. The surging was in the paresthesia location. The device was reprogrammed; however, the surging still occurred on all programs. Movement did not cause stimulation changes. It was also noted that impedance read >20,000 ohms on #2 electrode, however, when tested at 3v impedance was 35,000. No patient treatment or outcome was reported.

Manufacturer narrative:
(B)(4).